Manufacturer narrative:
The calcium reagent lot number was 920240 with an expiration date of 31-jan-2027. The provided calibration data from (B)(6) 2025 to (B)(6) 2026 showed that the calibration was acceptable. The provided qc data from 01-jan-2026 to 11-feb-2026 showed that qc was unstable until 17-jan-2026 and acceptable from 18-jan-2026 through the date of the event. The provided alarm trace from (B)(6) 2026 showed multiple sample-related and qc-related alarms. The field service engineer found that the sample probe was slightly out of the drying hole position. He checked, cleaned, and adjusted the sample and the reagent probes. He also verified the main water pump and the rinse levels. Precision studies and qc were performed, and they were within specifications. The cause of the event was consistent with a misaligned sample probe. The investigation determined that the service actions resolved the issue.

Event description:
We received an allegation of discrepant assay results for 1 patient sample tested with calcium gen.2 assay on a cobas c 303 analytical unit. Initial result: 2.43 mmol/l. The pathologist requested that the sample be repeated. On (B)(6) 2026: the repeat results were 1.75 mmol/l and 1.76 mmol/l. The repeat result of 1.76 mmol/l was reported outside the laboratory.